Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
The authors of a journal article presented two cases to describe a technique for toric intraocular lens (iol) repositioning and fixation in the absence of adequate capsular support. The authors described a hoffman technique which creates a reverse scleral pocket without conjunctival dissection. A non-dissolvable suture was used to capture and then secure the lens haptics in a lasso-type fashion. The sutures were then buried within the previously created pockets. The first pt underwent seemingly uncomplicated cataract surgery. On the first postoperative day, the iol was significantly decentered and inferiorly displaced. The pt was taken back to surgery for an iol repositioning. On examination in the o.r., a capsular tear was noted inferiorly. Following lens rotation and fixation, that pt's visual acuity and lens positioning was noted to be stable thirty months postoperatively. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first pt.